Manufacturer narrative:
Complaint conclusion: during a renal artery stenting procedure, the stent could not be deployed secondary to failure of the balloon to inflate. The physician was able to easily remove the entire stent delivery system from the patient and the procedure was successfully completed with a similar product. There was no patient injury reported. It was reported that the device had prepped normally, and that the same indeflator was used successfully with other devices. The sales rep stated that the hub was attached when it was shipped, which was confirmed by cg labs when it arrived in texas. One non-sterile palmaz blue aviator 6mmx15mm, 135 cm was received coiled inside a plastic bag. The balloon was not inflated/deflated and the stent was still mounted in the balloon and not expanded. The stent was found placed correctly between the 2 marker bands. It was noted the hub was detached from the catheter and cracked in two pieces. Residues of dry blood were noted in the shaft. No other anomaly was noted in the returned device. The received unit cannot be inflated due to hub cracked/separated secondary failure noted during analysis. An investigation was requested in (B)(4)2011 to abbott vascular. Additional investigation was requested to the supplier, as well as the product was sent to them. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. According to the investigation performed by the supplier , the failure reported could not be confirmed since no anomalies were found during the investigation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon inflation difficulty was confirmed; the exact cause of this failure can be related to the hub cracked secondary failure, however the hub cracked damage could not be conclusively determined. Neither the product analysis nor the manufacturing records review suggests that the failures experienced by the costumer could be related to the manufacturing process. No corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process. The reported balloon inflation difficulty may be secondary to the cracked hub although, with the information available it is not possible to draw a clinical conclusion between the device and the event. However, separation of the hub might have been caused during shipping, storage, or handling of the returned unit. One non-sterile palmaz blue aviator 6mmx15mm, 135 cm was received coiled inside a plastic bag. The balloon was not inflated/deflated and the stent was still mounted in the balloon and not expanded. The stent was found placed correctly between the 2 marker bands. It was noted the hub was detached from the catheter and cracked in two pieces. Residues of dry blood were noted in the shaft. No other anomaly was noted in the returned device. The received unit cannot be inflated due to hub cracked/separated secondary failure noted during analysis. An investigation was requested in (B)(4) 2011 to abbott vascular. Additional investigation was requested to the supplier, as well as the product was sent to them. Review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. According to the investigation performed by the supplier , the failure reported could not be confirmed since no anomalies were found during the investigation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported balloon inflation difficulty was confirmed; the exact cause of this failure can be related to the hub cracked secondary failure, however the hub cracked damage could not be conclusively determined. Neither the product analysis nor the manufacturing records review suggests that the failures experienced by the costumer could be related to the manufacturing process. No corrective or preventive action will be taken; given that, the reported failure does not appear to be related to the manufacturing process.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.the device has been returned for analysis, but the analysis has not yet been completed.additional information will be submitted within 30 days of receipt.

Event description:
During a renal artery stenting procedure, the stent could not be deployed because the balloon would not inflate. The physician was able to easily remove the entire stent delivery system from the patient and the procedure was successfully completed with a similar product. There was no patient injury reported. It was reported that the device had prepped normally, and that the same indeflator was used successfully with other devices.